Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. During the procedure, water ingress was detected under the scope's lens and visualization was impaired. Additionally, the image was lost shortly after the start of the procedure. The procedure was completed using a reusable scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/19/2023. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Imdrf device code a06 captures the reportable event of loss of visualization. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h10: the returned exalt model d single use duodenoscope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No evidence of any damage or defect was observed on the shaft or tip of the device. The tip of the device was visually analyzed, and no issues were observed with the lens, elevator or working channel and irrigation lumen exits. No fluid residue was observed inside the lens assembly. Device imaging was tested by plugging the umbilicus connector into a controller, and a live, clear image was displayed. The scope was tested for articulation and elevator actuation using the knobs and thumb lever on the handle; no functional issues were identified. During testing, an orcatm air/water button was covered to test insufflation; no air-flow issues were observed. When the orca air/water button was depressed to test irrigation, no water-flow issues were observed. Three cycles of insufflation and irrigation were repeated. Additionally, the scope tip was submerged in a beaker of water and insufflation was performed to agitate. No issues with the image were observed; the camera was visually inspected and no damage or fluid in the lens was observed. The umbilicus plug and cable were manipulated with the scope plugged in and live image on the screen, the image remained on throughout all testing. The top of the scope handle was opened, and the repeater button printed circuit board (pcba) and electrical components insider were visually inspected; no damage, defects, or disconnections were observed. The camera wires were manually manipulated to attempt to disrupt the image; no issues were observed. The umbilicus connector was opened and the electrical components inside were inspected; no damage, defects, or disconnections were observed. Although testing for poor-quality image was unable to replicate the event, the returned device batch number was determined to be within scope product removal notice (97090504-fa). Product analysis of previously exalt model d scopes containing an imager configuration (-02 imager) confirmed that poor-quality image issues reported are related to fluid presence and condensation inside the lens assembly. The cause of fluid ingress into the lens assembly in imagers is unknown, however, the design change imager configuration is the probable cause for the field issue. Therefore, the probable cause of the reported event was determined to be cause traced to device design, which indicates that the problems were traced to a design change. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: block h10, block h6 (evaluation conclusion code) were updated based on product investigation update, performed on (B)(6) 2023.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. During the procedure, water ingress was detected under the scope's lens and visualization was impaired. Additionally, the image was lost shortly after the start of the procedure. The procedure was completed using a reusable scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6)2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/19/2023. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Imdrf device code a06 captures the reportable event of loss of visualization. Block h9 (correction/removal reporting #) on (B)(6) 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h10: the returned exalt model d single use duodenoscope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. During returned product analysis, no evidence of any damage or defect was observed on the shaft or tip of the device. The tip of the device was visually analyzed, and no issues were observed with the lens, elevator or working channel and irrigation lumen exits. No fluid residue was observed inside the lens assembly. No image issues were observed during initial testing and throughout manipulation and fluidics testing of the device. It is possible that factors external to the device caused or contributed to the reported visualization issue, such as procedural residue, visual obstructions, or a connection issue in the account setup, however, this could not be confirmed during product analysis, and no device defects were observed, therefore, the probable cause for the reported event was selected as no problem detected, which indicates that the event could not be replicated, and no device defects were identified. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. During the procedure, water ingress was detected under the scope's lens and visualization was impaired. Additionally, the image was lost shortly after the start of the procedure. The procedure was completed using a reusable scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date,(B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Imdrf device code a06 captures the reportable event of loss of visualization. Block h9 (correction/removal reporting #). On october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.